Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). During initial visual examination of the returned blood pump, an air cushion was detected between the membrane layers. For further investigation, the pump was submitted for an external CT examination. Small air cushions were detected in both the membrane interstices and a leak was detected in the middle layer. A small amount of particles could be seen between the membrane layers. The pump was then disassembled for further testing and the membrane layers were individually tested. Multiple leaks were detected in the middle layer, located at the center. A leak was noted in the air-side layer at the edge region. Furthermore, graphite agglomerates were detected between the membrane interstices. The blood-side layer was found to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations and also at the region of the leaks was found to be within specification. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side and middle layers of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 (78 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer yet. A detailed report will be provided as soon as available.

Event description:
We were informed by our (B)(4) distributor of a suspected reduced pumping function in the right excor blood pump of a patient supported in the bivad configuration. The affected blood pump was exchanged by trained personnel at the clinic. The replacement of the blood pump was without complications and the patient in doing well.